Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the manifold was leaking. Additional malfunctions include the fitting hose was leaking, the inlet filer was dirty, the zip ties for the manifold were replaced, and the hose clamp for the manifold was replaced.